Manufacturer narrative:
(B)(4). The customer reported the stent remains in the patient and delivery system was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that 12 days after the xience v was implanted in the proximal left anterior descending (lad) artery, the patient experienced sub-acute thrombosis (sat). It was further reported that the patient had not been taking aspirin or plavix post-procedure as instructed. Thrombectomy was performed and a 4.0 x 18 mm zeta stent was implanted.